Event description:
The mitral valve was explanted due to pannus growths in the left atrium which covered portions of the porcine leaflets causing regurgitation. The biocor valve was replaced with an onyx mechanical heart valve as the pt was in persistent af for many years and was able to tolerate warfarin. The pt was reported to be in stable condition.